Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The patient had contacted their physician and they requested that the patient complete a patient initiated interrogation. At this time, no additional information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.